Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suture cut needle driver instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induce issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the mega suture cut needle driver instrument wire got broken. There was fragment fall on the patient and was retrieved during the procedure. The procedure was completed as planned.